Manufacturer narrative:
Additional manufacturer narrative: the type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that sixteen (16) years, one (1) month post-implantation of this 29mm bioprosthetic aortic heart valve which was implanted into the pulmonary position, a 29mm transcatheter valve was implanted (valve-in-valve) due to pulmonary stenosis and insufficiency. There were no reported complications.